Event description:
Two pt samples with discrepant ethanol results when compared to another method. Pt 2: initial result gave 1.52 %: repeat gave 1.18%. If additional info is received, appropriate notification will be provided.

Event description:
Two pt samples with discrepant ethanol results when compared to another method. Pt.1: initial result gave 0.13% repeat gave 0.10%. If additional info is received, appropriate notification will be provided.